Manufacturer narrative:
The manufacturer is still waiting for the arrival of the pump.

Event description:
The user reported that the pump was underinfusing by 16.6%. No patient injury or harmed occurred for this case.

Manufacturer narrative:
The user reported issue was not confirmed. Zyno medical tested the device 07/06/2017, and the device was found to meet all specifications. The device was sent back to the customer on 07/10/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00139).